Manufacturer narrative:
The reported event stated that "the catheter had appeared inside the sheath in the 3d system but appeared outside the sheath on the dsa images." Review of the ensite system documentation shows that sensitivity and specificity limitations that may cause the sheath filter to incorrectly hide a catheter. If the sheath filter is falsely detecting a catheter as in-sheath, it is recommended to reset the auto baseline. As the manufacturing process does not impact the performance of the software, a review of the device history record (DHR) was not performed.

Event description:
During a typical atrial flutter procedure, there was a delay due to a display issue. Using the ensite x v2.0.1 in voxel mode, the advisor hd grid catheter was inserted in the right atrium. The catheter had appeared inside the sheath in the 3d system but appeared outside the sheath on the dsa images. Troubleshooting included reinserting the tail wire, restarting the ensite x dws, and replacing the catheter, but the issue persisted. The issue was later resolved by switching the voxel mode to navx mode. The procedure was completed with no adverse consequences to the patient.